Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the patient presented with elevated lactate dehydrogenase (ldh) levels but no signs or symptoms of heart failure. At the time of the event the patient's inr was 2.12. The patient had not had any recent episodes of sub therapeutic inr and was taking aspirin (325mg) and warfarin for a goal inr of 2-3. The patient was treated with IV heparin and the patient's ldh levels decreased. Plavix was added to the patient regimen and the patient was discharged on an unspecified date. On (B)(6) 2016, the patient was readmitted with an ldh of 728 u/l. The patient's inr was 2.58. The customer checked the receptor for plavix effectiveness which was nearly therapeutic at 249 pru (target was less than 235 pru). The patient was treated with IV heparin with no resolution of elevated ldh. It was also reported that the patient also exhibited dark urine that never resolved. On (B)(6) 2016, the patient underwent a pump exchange for suspected device thrombosis.

Event description:
It was initially reported that the patient underwent a pump exchange on (B)(6) 2016, however, the pump exchange was completed on (B)(6) 2016.

Manufacturer narrative:
Evaluation of the returned pump revealed deposition on the rotor bearing ball and outlet stator. The deposition was partially obstructing the blood flow path and could have contributed to the reported thrombus symptoms and elevated lactate dehydrogenase levels. A root cause for the observed deposition could not be conclusively determined through this evaluation. The rotor bearing ball revealed a dark red, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a pink, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.